Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 23 fractured. Construction was an implant retained removable prosthesis. Bone loss following implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading after 9 years in situ.